Event description:
Per the clinic, the patient experienced tinnitus and a decrease in performance. The results of an integrity test in 2009 indicate normal receiver stimulator function with multiple electrode anomalies. Explant and reimplantation is planned, but had not taken place at the time of this report.